Manufacturer narrative:
(B)(4). D10: pn: 42508006802, ln: 65923875 persona® pps femur. Pn: 42522100812 ln: 65764779 persona® vivacit-e. Customer has indicated that the product will not be returned as it is still implanted. To zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was experiencing discomfort while bending the knee. The patient received an injection and was prescribed physical therapy and a dose of prescription medication. It was documented as resolved two months post physical therapy. Attempts to obtain additional information have been made; however, no more is available.